Event description:
On 04/16/2025, a facility representative reported via (B)(6) that an ar-13999mf fastpass scorpion was not closing. This was discovered during a procedure, and no patient harm was reported. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was received on 05/02/2025: during an arthroscopic rotator cuff repair on (B)(6) 2025, the instrument's jaw did not fully close, preventing proper passage through the passport cannula. The jaw remained approximately 3-5mm from full closure, making insertion difficult for the surgeon. Post-procedure testing was conducted after sterilization, and due to the instrument's relatively new condition with no prior issues, the failure is suspected to be a quality error. The ar-13999hdn needle was utilized during this event and was also used with the new scorpion instrument, and it functioned correctly. The case was completed using a new scorpion instrument, with no reported delay, no additional anesthesia required, and no adverse effects experienced by the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the device has not visual issues. Functional testing was performed and noted that the jaws of the fastpass scorpion, sl-mf did not close properly. The cause of the reported failure is a supplier manufacturing issue addressed through nonconformance.